Event description:
Customer stated they had a seizure due to a result of 30mg/dl. The customer stated blood glucose test was done at 8am and the result was 114mg/dl. 3 hours later they collapsed. Paramedics were called and the customer was taken to the e.r. They were admitted into the hosp where they were unconscious for 2 days. They were given sugar IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.